Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, between 9.00 and 9.30 am. The patient stated that she obtained a blood glucose result of ¿303 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, and in response to the alleged inaccurate high she administered more insulin. The patient reported that ¿about an hour and a half¿ after the alleged inaccurate result, she developed symptoms of ¿afagic confusion, and loss of ability to walk¿. In response to the symptoms she self-treated with some orange juice. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the control solution test had not been selected manually on the device. The test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.